Manufacturer narrative:
Follow-up #1: date of submission 08/22/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: the display was dim; the text was reddish. The battery compartment was observed to be cracked from the threads to the case seal left of grip pad. The audio bolus button cover was also missing. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim display with reddish text. The battery compartment was also observed to be cracked from the threads to the case seal left of grip pad. The audio bolus button cover was also missing. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2016.